Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31108273 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00954.

Event description:
As reported by the field, during the procedure, an enterprise2 4mmx30mm no tip intracranial stent (encr403000, 8254499) became impeded proximal of the prowler select plus 150/5cm microcatheter ( 606s255x, 31108273) and could not advance any more. The physician removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. The procedure was prolonged about 15 minutes. There was no patient reported.

Manufacturer narrative:
Product complaint # ==> (b)(40 updated sections on this medwatch: b4, g3, g6, h2 and h10. Complaint conclusion: as reported by the field, during the procedure, an enterprise2 4mmx30mm no tip intracranial stent ((B)(6)) became impeded proximal of the prowler select plus 150/5cm microcatheter ((B)(6)) and could not advance any more. The physician removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. The procedure was prolonged about 15 minutes. There was no patient reported. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31108273 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly.as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.